Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. This proximal set-up joint (psuj) was returned for failure analysis and the reported 23007 and 22028 errors were confirmed but not replicated. In system logs, the 23007 and 22028 errors were found indicating the suj z axis gravity motor failed, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The psuj was installed onto a golden system where the unit was started up in normal mode and no errors were triggered. The psuj was then installed onto a patient side cart (psc) fixture test platform (pftp) and the unit passed all applicable tests. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the constant force spring (cfs) dual magnetic encoder (dme) printed circuit assembly which is an electrical component and module failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced to proximal set-up joint (psuj). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the psuj for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted parastomal hernia repair surgical procedure that error 22028 occurred against universal surgical manipulator (usm3). The intuitive tech support engineer (tse) verified errors 22028 and 23007 occurred in the system logs. The tse walked the customer through verifying there were no arm obstructions and recommended performing a hard power cycle and emergency power off (epo). The system powered back on without error. The tse advised that there was a possibility of the error returning. The customer opted to continue with the procedure. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no errors were reported when the system was initially powered on. The errors occurred during the procedure.